Event description:
It was reported that an ilet screen was cracked while the device continued to function, and blood glucose was not affected. Symptoms included no clinical effects reported. Outcomes included no impact on health, no medical intervention, and no hospitalization. Investigation included a device replacement and collection of the original unit for return. Investigation of this device revealed physical damage to the display component without functional impairment, consistent with a damaged device component. It was concluded, based on previously established findings for similar reports, that the cause was user-related damage.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.